Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion in the mid right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. A guidewas engaged in the artery with a guide extension catheter for extra support through the vessel with a non-medtronic guide wire. It was reported that when the stent was travelling on the guide wire it got stuck on the ramp of the guide extension catheter and dislodged from the balloon. It was stated that all equipment was taken out of the patient body with no issues. No patient injury reported.

Manufacturer narrative:
Product analysis summary: device returned with a stopcock attached to the luer and the stent was not present on the balloon. A non-medtronic guide extension catheter returned with the stent partially inside the guide extension catheter lumen. The stent was removed from the guide extension catheter lumen with no resistance noted. During removal it was noted that stretching was evident to all stent wraps. Stretching did not occour when removing the stent from the guide extension catheter lumen. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood or contrast in the guidewire lumen. Fcc, fdm, and fdr code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.